Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-45666 / 2017865-2022-45667. It was reported that the patient presented in clinic after having syncopal events. After programming changes were performed, syncope events re-occurred. The physician suspected the pacemaker system was exhibiting under-sensing and pacing inappropriately. No additional information was reported.

Event description:
New information received notes that the pacemaker was explanted and replaced. The patient condition was stable throughout procedure.

Manufacturer narrative:
Reported event of sensing noise and pacing problem were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Output verification, sensitivity and cross talk noise test, inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of noise or pacing problem. Longevity assessment was performed, and device was in the normal range of operation. No problem was found.